Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.